Event description:
Reporter stated that pt performed back-to-back blood glucose tests, using the suspect device, with results of "hi" (>600 mg/dl) and 132 mg/dl. Reporter indicated that no action was taken based on these values. No pt injury was reported and no treatment was received. Qc testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.